Manufacturer narrative:
Insulin pump passed all current tests but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/ force sensor system and excessive no delivery test due to force sensor system alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that he had been having high blood glucose. Customer's blood glucose was over 200 mg/dl. During troubleshooting, device passed the high pressure test. Customer wanted the device replaced. Customer agreed to return the device for analysis.